Event description:
A call to technical services from the biomedical department representative reported, the physician believes the external pulse generators (epg) may be inducing ventricular fibrillation, and two deaths have been noted. The serial number of the epg connected to patients at the time of these untoward events is unknown. The caller further reported, department quarterly checks were completed and found no issues with the external generators.

Manufacturer narrative:
This is 5 of 14 events that occurred at this user facility. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This is 5 of 14 events that occurred at this user facility. The information submitted reflects all relevant data received. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis could not confirm the original complaint. It was noted that the upper and lower cases were broken, the battery drawer was broken, the battery contacts were compressed, the ring was bent, one side bail cover was contaminated, and the keyboard was scratched. All of the damage and findings were repaired. If additional relevant information is received, a supplemental report will be submitted.